Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 6 mm single port medium-large clip applier instrument to perform failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the clip test. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6 mm single port medium-large clip applier instrument was not clipping. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.